Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, arcing occurred through the monopolar curved scissors (mcs) tip cover accessory, which was installed on a mcs instrument. The surgical staff also discovered holes on the tip cover accessory. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a .010" diameter hole in the silicone. The hole is located .410" above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, suggesting that an arcing event occurred. The tip cover also has various mechanical tears adjacent to and in the general vicinity of the hole. The tears appear to have been caused by instrument collisions and/or rough handling. Away from the hole, the plastic sleeve also exhibits scratches, which is indicative of collisions and/or rough handling. No other damage was found. Engineering concluded that the arcing was likely due to insufficient silicone dielectric strength, with the dielectric strength weakened by instrument collisions and/or rough handling. High generator settings may also have contributed to the arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.